Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethra erosion and a cylinder distal partial exposure with this inflatable penile prosthesis (ipp). It was indicated the device did not cause or contribute to the erosion and there was no malfunction associated. A surgery procedure was performed in which the ipp was removed, and a new tactra penile prosthesis was implanted in the unaffected side in order to hold space. No further information was reported.